Event description:
Procedure: urogynecological. According to the reporter: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced injury and pain. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4) (importer). (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Per additional information, the patient has experienced anemia, severe bladder pain and leakage, persistent stress urinary incontinence, intrinsic sphincter deficiency, coaptite injections x 2, pelvic pain, recurrent urinary tract infections, greatly diminished bladder capacity, urgency with urge urinary incontinence, burning with urination, nocturia, interstim placement, intravesical botox injections x2, suprapubic tube placement, bladder spasms, depression requiring a week admission to a psychiatric ward, pus coming from suprapubic catheter site, low back pain, neurogenic bladder, ileal conduit urinary diversion, overactive bladder symptoms, pelvic adhesions, postoperative apneic episode requiring a brief period of intubation, ICU psychosis, intestinal ileus, bladder and urethral calculi, pyelonephritis, bilateral hydronephrosis, removal of ureteral stents, bladder pain, diverticulitis, malodorous urethral discharge, urethral diverticulum, dysuria, suburethral mesh erosion with excision, vaginal discharge, dyspareunia for patient and her partner, vaginal bleeding, tear of labia majora, pyocystis, acute and chronic cystitis, recurrent vaginal and urethral mesh erosions, exploratory laparotomy, lysis of adhesions and removal of the bladder, total ureterotomy, removal of anterior vaginal wall graft, fasciocutaneous posterior vaginal wall advancement flap, postoperative anemia requiring 2 units of blood, feeling like her vagina was on fire and granulation tissue on the anterior aspect of the vagina cauterized with silver nitrate.

Manufacturer narrative:
(B)(4)

Event description:
The preoperative and postoperative diagnosis was stress urinary incontinence and recurrent cystocele. The procedure performed was an anterior repair with mesh, vaginal vault suspension, retropubic sling placement, and cystoscopy. The patient underwent an additional procedure on (B)(6) 2007. The preoperative and postoperative diagnosis was stress urinary incontinence with intrinsic sphincter deficiency. The procedure performed was a cystoscopy with injection of coaptite. The patient underwent an additional procedure on (B)(6) 2009. The preoperative and postoperative diagnosis was urgency and frequency, and refractory to medications. The procedure performed was an insertion of sacral nerve stimulator I and ii, and sacral nerve stimulator programming.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received additional intervention surgeries (B)(6) 2008 for stress urinary incontinence, (B)(6) 2009 for urinary urgency and frequency, (B)(6) 2010 for urge urinary incontinence, urgency and frequency, (B)(6) 2010 for urgency and frequency with incontinence, (B)(6) 2010 for neurogenic bladder.